Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that tubing detached from the site portion while sleeping. The site was at the right abdomen above belly button and the pump was worn on the right side. She removed the infusion set from the body and found bent cannula. The infusion was in use for less than a day. Reportedly, the infusions were kept in the bathroom in the house. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. The patient blood sugar at time of the incident was 498 mg/d and patient took manual injections to treat high blood glucose. Currently, patient's blood glucose level was 455 mg/dl. No further information available.